Manufacturer narrative:
This report is for an unk - nails: expert humeral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device history lot. Part/lot (03.010.053 / s34) combination are unknown at synthes (B)(4), no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a removal surgery of expert humeral nail bone union was confirmed. During the surgery, the surgeon could not connect the connecting screw to the nail. The device couldn¿t insert straight to the nail because soft part tissue was in the way. The surgery was finished with the nail remained in the patient. The surgery was delayed by 100 minutes. The patient outcome was unknown. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history this mre review is for sterilization procedure only part: 04.001.428s, lot: 9353510, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 04.february 2015, expiry date: 01.january 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.001.428, lot: 7839578. Manufacturing location: monument manufacturing date: 31-oct-2014, part number: 04.001.428, 9mm ti cannulated humeral nail-ex/240mm, lot number: 7839578 (non-sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance, met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21039, tialnbri9.50, lot number: 7543923, lot quantity: 4,788 lbs. Certified test report supplied by perryman company dated 07-nov-2013 was reviewed and determined to be conforming. Lot summary report dated 21-nov-2013 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.